Event description:
It was reported to boston scientific via a poster presented in the moderated poster session 14 that a retrospective study of patients who underwent water vapor thermal therapy (wvtt) procedure from (B)(6) 2018 to (B)(6) 2024 was conducted at a single institution to identify the incidence and predictors of medical retreatment for symptomatic recurrence in men undergoing wvtt. Patients with a prostate volume greater than 80 cc were excluded. The primary outcome was medical retreatment, defined as the initiation or resumption of any bph medication following wvtt. A total of 155 patients with a mean age of 67.4 years and a prostate volume of 46.4 cc were identified. Forty-eight patients underwent medical retreatment within a mean follow-up of 19.6 months. The mean time to retreatment was 9.8 months. Alpha blockers were the most commonly restarted medication, followed by daily tadalafil and 5-alpha reductase inhibitors; 23.4% restarted multiple medications. Preoperative use of alpha blockers, 5-alpha reductase inhibitors, and daily tadalafil significantly predicted medical retreatment. Perioperative variables, including the number of treatments, treatments per lobe, treatment of the median lobe, and catheter duration, were not significantly different. At 3 months, the total ipss (15.5 vs 9.8) and qol (3.2 vs 2.6) were significantly higher in the medical retreatment group. Surgical retreatment within 3 years occurred in 9.7% of the total cohort, with a nonsignificant trend toward higher rates in the medical retreatment group (12.5% vs 8.4%). Nearly one-third of patients undergo medical retreatment after wvtt. Preoperative medication use is associated with medical retreatment. Ipss is significantly higher among retreated patients at 3 months.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Updated information in the initial reporter email (e1) in section e, initial reporter. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with these devices as indicated in the instructions for use. A conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via a poster presented in the moderated poster session 14 that a retrospective study of patients who underwent water vapor thermal therapy (wvtt) procedure from july 2018 to january 2024 was conducted at a single institution to identify the incidence and predictors of medical retreatment for symptomatic recurrence in men undergoing wvtt. Patients with a prostate volume greater than 80 cc were excluded. The primary outcome was medical retreatment, defined as the initiation or resumption of any bph medication following wvtt. A total of 155 patients with a mean age of 67.4 years and a prostate volume of 46.4 cc were identified. Forty-eight patients underwent medical retreatment within a mean follow-up of 19.6 months. The mean time to retreatment was 9.8 months. Alpha blockers were the most commonly restarted medication, followed by daily tadalafil and 5-alpha reductase inhibitors; 23.4% restarted multiple medications. Preoperative use of alpha blockers, 5-alpha reductase inhibitors, and daily tadalafil significantly predicted medical retreatment. Perioperative variables, including the number of treatments, treatments per lobe, treatment of the median lobe, and catheter duration, were not significantly different. At 3 months, the total ipss (15.5 vs 9.8) and qol (3.2 vs 2.6) were significantly higher in the medical retreatment group. Surgical retreatment within 3 years occurred in 9.7% of the total cohort, with a nonsignificant trend toward higher rates in the medical retreatment group (12.5% vs 8.4%). Nearly one-third of patients undergo medical retreatment after wvtt. Preoperative medication use is associated with medical retreatment. Ipss is significantly higher among retreated patients at 3 months.